Event description:
The customer reported that the autopulse platform (sn (B)(6)) malfunctioned during patient use. The autopulse platform prompted the crew to reset the lifeband, which they did, but the lcd screen then went blank. The crew replaced the battery with a freshly charged one, but the lcd screen displayed distortion upon powering up. There was no backup autopulse platform available on the scene. The customer did not provide any additional information. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
Section b5 was corrected. Sections d9 and h4 were updated. The reported complaint that the autopulse platform (sn (B)(6) stopped compressions was confirmed in the archive data but not during functional testing. The archive data indicated one instance where the autopulse platform stopped compressions due to a "battery lost" event after about 23 minutes of use and delivering 1696 compressions. The battery was not depleted, and no low battery warning was triggered when the "battery lost" event and immediate system shutdown occurred. "Battery lost" indicates that the battery was unexpectedly disconnected from the platform. However, no malfunction was observed during testing, and the autopulse platform functioned as intended. The reported complaint that the lcd screen went blank and displayed distortion upon powering up was not confirmed during a visual-functional inspection. The lcd screen functioned as intended. The autopulse platform passed the initial functional test without any faults or errors, and the reported complaints could not be replicated. Following service, the autopulse platform passed all testing criteria.

Event description:
The customer reported that the autopulse platform (sn (B)(6) stopped compressions during patient use. The autopulse platform prompted the crew to reset the lifeband, which they did, but the lcd screen then went blank. The crew replaced the battery with a freshly charged one, but the lcd screen displayed distortion upon powering up. There was no backup autopulse platform available on the scene. The customer did not provide any additional information. The patient's status information was requested, but the customer did not provide a response.